Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed multiple failed battery test alarms and the batteries were depleting quickly. Customer was hospitalized due to high blood glucose of over 600 mg/dl. Customer was wearing the device at time of emergency room visit. After troubleshooting, customer was advised the battery cap will be replaced. Customer was advised to monitor the device. Customer will not be returning the device for analysis.